Event description:
It was reported via repair work order that the side rail could not remain latched due to footend spindle spacer and head end spindle spacer being broken and worn pivot block. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.